Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a receiver with no audio output on (B)(6) 2015, resulting in a hypoglycemic event. Patient reported experiencing a significant low. At the time of the event, patient was found at home and unresponsive by a friend. Patient stated dexcom equipment did not alert her of the significant low. Blood glucose (bg) levels at the time of the event are unknown. No additional event or patient information is available. The complaint device was not returned for evaluation. Data was not provided for review. The reported events cannot be confirmed. A root cause cannot be determined. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.